Manufacturer narrative:
Pump was received with pump error 35 and critical pump error (open book image) due to moisture damage on electronic assembly. Unit was received with cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a broken force sensor was detected during seating or regular delivery. The blood glucose was unknown. The alarm could not be cleared and the patient was told to place the pump to storage mode. The patient was also told to use an injection pen to deal with the event. The product will be returned for analysis.